Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from meter memory of 159, 395, 167 and 347 mg/dl. Customer is also concerned results are higher than normal. The customer's expected blood glucose test result range was undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is september 2017. The customer is using proper testing technique. The meter memory was reviewed for previous test result history (the customer is not concerned with the result of 73 mg/dl): 1:159mg/dl (B)(6) 2017 05:27 pm fasting: yes. 2:395mg/dl (B)(6) 2017 05:26 pm fasting: yes. 3:73mg/dl (B)(6) 2017 11:48 am fasting: yes. 4:167mg/dl (B)(6) 2017 09:20 am fasting: yes. 5:347mg/dl (B)(6) 2017 09:20 am fasting: yes. Memory concerns: 159, 395, 167, 347.